Event description:
Customer reported blood glucose results of 441 mg/dl, 79 mg/dl, 80 mg/dl, 150 mg/dl, and 140 mg/dl within 10 mins on the advantage system. Customer reported no symptoms at the time of this comparison, treated self based upon 140 mg/dl. A request was made for the return of the system, replacement was sent.